Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual. It was reported the patient had tremor symptoms before and after an unrelated surgical procedure. The patient was also sleepy and had increased blood pressure since the surgery. It was later reported the programmer showed the implant was off, but it was turned back on. The patient experienced ¿different movements¿ in their face, the cords in their neck were tight, and there was ¿a little movement¿ in their mouth when stimulation was turned back on. It was noted the ins was turned off for ¿maybe a couple of days.¿ it was not thought that the settings had changed. The ins was on at the time of this report on group c at 4.0v and 4.8v. It was also noted the patient would follow-up with their health care provider (hcp). No further complications were reported.